Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after resuming insulin delivery following a pause for showering when blood glucose was elevated, after which the ilet delivered correction doses and the user went low; the user had also been overtreating lows and announcing meals when glucose was in the lower end of range, which contributed to subsequent lows, and troubleshooting and education were completed regarding appropriate low treatment and meal timing. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no severe events or hospitalization. Investigation included review of use history, troubleshooting, and user education on low treatment and meal announcements. Investigation of this case revealed use-related factors, including pausing insulin, subsequent automated corrections, overtreatment of lows, and meal announcements at lower glucose levels, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.